Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing poor performance and open electrodes. Programming adjustments were made, however, the issue is not resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has not made a decision to proceed with revision surgery. The recipient reportedly continues to use the device. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.